Event description:
The following was reported to gore: on (B)(6) 2025, a patient underwent an endovascular procedure for an extra cranial internal carotid artery aneurysm. An 8fr sheath terumo sheath was used to advance a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device/stent) over an 0.035 supracore wire. The vbx device was deployed at nominal pressure with acceptable angiography result to treat the aneurysm. On (B)(6) 2025, post op imaging showed a possible endoleak, which appeared to be in the area opposite the styloid process near the vbx stent. At this time on type of endoleak (1, 2, or 3) was unconfirmed. On (B)(6) 2025, a follow-up procedure was scheduled to assess endoleak presence and origin and to reline if needed. With imaging, it appeared to be a type 3 endoleak coming from the middle of stent structure. Slight disturbance of some of the stent rings were observed on high resolution imaging. A gore® viabahn® endoprosthesis with propaten bioactive surface was implanted to reline with acceptable imaging result. The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: the device remains implanted and was, therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. IFU for gore® viabahn® vbx balloon expandable endoprosthesis - the IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: endoleak and/or endotension. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code b15: images were provided. The evaluation state the primary reported failure mode of an endoleak could not be confirmed during imaging evaluation of the provided clinical items. No contrast was identified outside of the implanted vbx stent and no endoleak could be identified. The root cause of the primary reported failure mode could not be established with the available information.